Event description:
It was reported that a pump has a system error 322. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The unit was tested for 24 hours with no occurrence of system error 322. Review of the history log confirmed the reported system error 322. The evaluation has led to the determination that the upper and lower auxiliary assemblies were failing. The upper and lower auxiliary assemblies will be replaced.